Event description:
Hep. Loc scheduled for removal due to expiration. Upon removal it was noted only 1/4 in. Of catheter came out, leaving 3/4 in. Still in vein. Surgeon called to surgically excise remainder of catheter. Remaining #22 gauge catheters found on unit given to IV dept to return to salesmandevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, telemetry failure. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.